Manufacturer narrative:
Investigation of returned guidewire revealed its core wire and twist wires broken apart at approx. 5mm from tip end, coil was found stretched over the core wire, then straightened and broken off. Sem observation of the breakage site revealed that the core wire and twist wires were broken off due to rotational force and/or pulling force. Trace of twist was observed with the coil wire breakage site very locally, suggesting that the coil wire was twisted off after coil straightening. No trace of intentional cut by cutting device was observed with the returned portion. Broken distal portion was not returned. Lot history review could not be performed as no lot information was available. All shipped products are inspected in the production process for meeting their product specification and releasing criteria. Based on the reviewed information, there is no indication of product deficiency. Based on the outcomes of the investigation of the returned device, it is inferred that the guidewire tip was trapped in the heavily calcified lesion, and then during the attempt to bail out rotational and/or pull back manipulation to the guidewire was applied, which resulted the breakage of guidewire due to the accumulated force exceeding the product design limit. Reported event is inferred to be the breakage of the tip of guidewire, and the surgical treatment to remove the broken and remained fragment from the anatomy. Warning section of the IFU describes: if resistance is felt due to spasm, bending of the guidewire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guidewire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. And "separation or breakage of the guidewire " as possible complications and adverse event.

Event description:
Reportedly, during the subject guidewire was used to treat a heavily calcified heavily tortuous lesion at mid rca, guidewire snapped and becoming embedded in the severely calcified lesion. Pt was sent to surgery to dissect the vessel to remove the wire.

Manufacturer narrative:
(B)(4). Description of lot history review is corrected to read as: lot history review revealed no anomaly relating to the reported event in the production and inspection record. No other similar product experience report was received for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency.